Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the device was interrogated and the remaining longevity was much lower than expected. It was speculated that the remaining longevity may have been overestimated at the previous follow-up appointment. Device exchange is anticipated. The patient was stable with no consequences.

Event description:
Additional information received indicating that there is suspected premature battery depletion. The device was explanted and replaced to resolve the event. The patient was stable.